Event description:
Patient reported experiencing low blood glucose of 22 mgdl. His normal range was 90-110 mg/dl. He was given a glucagon injection and orange juice by paramedics and was taken to the hospital. Patient stated that he had received a kidney transplant and was taking prednisone. He indicated that his physician advised him to take injections of lantus in addition to using the infusion device. Patient stated that physician reduced the amount of prednisone, but did not reduce the amount of lantus. He believed this is what caused his low blood glucose. Patient indicated that he was then advised by his physician to only use the infusion device. He did not report any symptoms associated with the low blood glucose. Product met performance specifications and therefore, will not be returned for evaluation.

Manufacturer narrative:
H6:codes 86, 100, 68: product not returned for evaluation.